Manufacturer narrative:
No patient was involved with this event, so no patient demographics are applicable. A medtronic representative inspected the imaging system on-site, and the damaged part was evaluated by the manufacturer. Analysis of the returned part confirmed the reported problem "damaged j7 connector during inspection. Sf- j-7 connector damaged." Visual inspection confirms electrical overstress is evident on battery connector pins of j7. Continuity testing verifies the battery connector harness is functional. On-site investigation revealed the root cause of the reported melting was the fact that the representative incorrectly set the volt meter during service, and shorted one of the connector pins. This directly caused the reported damage. The part was replaced and the issue was resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the j7 connector within the electrical circuitry of the system was slightly melted and requiring replacement. This was discovered during a scheduled routine service visit, and outside of any patient involvement. No additional information was provided.